Manufacturer narrative:
Clinical events committee have adjudicated that the event was related to the device and not related to the procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the distal left sfa. Approximately 9 months post the index procedure stent occlusion in the right superficial femoral artery was confirmed. The event was deemed to be related to the treated lesion. Approximately 13 months post index procedure a revascularization of the right sfa was carried out, the lesion was treated with non medtronic standard balloons, 3 in.pact admiral balloons and non medtronic stents. The patient was also treated with medication. Investigator reported that the event was probably related to the study device, not related to the procedure or paclitaxel. The outcome is reported as resolved.